Event description:
Patient reported they will not be wearing the aligners due to the safety concerns for individuals with overbites and tmj issues - both of which they have been diagnosed with. They also reported they will provided updated dental records confirming that their chipped teeth have been professionally restored. Patient provided a letter for the repair of fractured mesial-incisal edges on teeth #8 and 9. These were restored using bonded composite restorations. They also provided a letter for their overbite that measured at 4mm and overjet that measured at 5mm.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.